Event description:
The pt's mother reported by email that her daughter had an irritation at the infusion site that turned into an infection. She was on oral antibiotics for three and a half week and then hospitalized for four nights on IV antibiotics and only "seeing small steps of progress." The infection has been identified by the hospital doctors as mycobacterium porcinum. She also state that her daughter's liver enzymes had been as high as 170 the week before her report and that her daughter is complaining of pain at the site. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to assess the product condition. No review of qualification and sterilization records was possible because no product lot number was reported. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swap, clean the infusion site with soap and water, and keep sterile materials away from any possible germs., " cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider." And advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."